Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during cryoablation of the left inferior pulmonary vein using the balloon catheter, the patient developed heart block, which progressed into asystole. Cryoablation was stopped immediately. Chest compressions and other resuscitative interventions were performed. A blood transfusion was administered, temporary pacing wires were placed, and the patient was left intubated post-procedure. The case was aborted and the patient required unexpected hospitalization, including admission to the intensive care unit. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: d3, d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: data files for the afapro28 balloon catheter of lot number 23349 was returned and analyzed. One patient file was received. The patient file showed 13 applications using the catheter identified as the afapro28 balloon catheter of lot number 23349 were performed. The patient file did not show any system notice on the reported date of the event. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. The reported clinical issue of heart block and asystole could not be confirmed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.